Event description:
Infinity novathreads were implanted on (B)(6) 2022. On (B)(6) 2022, provider reported the patient had a visible thread under her chin. Initially it was a small bump. Patient said she felt one of the threads disengage a few weeks before. On (B)(6) 2022, threads were removed, and patient was doing well.